Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to a procedure, the device did not fire. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.